Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation and flutter. During device follow up, it was also noted that the right atrial (ra) lead exhibited high thresholds and diminished sensing. Diagnostic testing/ troubleshooting was performed and the ra lead was programmed off. Medical intervention was also required. No further patient complications have been reported as a result of this event.